Event description:
The patient reported that the device was replaced after 2.5 years because a "bad atrial lead" caused the battery to "drain". It was later reported that the atrial lead was fractured. The bipolar impedance was 173ohms with intermittent capture. The patient was also receiving stimulation from the lead. The lead and device were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.